Event description:
It was reported that the ventilator shut down with an audible alarm that could not be silenced. The nurse also stated that there appeared to be a power flicker prior to the reported event. The patient was manually ventilated and placed on a backup ventilator. No patient harm reported.

Manufacturer narrative:
Na